Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element plus, mr, (B)(4) 2.75x16mm stent delivery system (sds) was returned for analysis. The manifold hub was not returned. A visual and tactile examination found that the proximal and centre struts were severely damaged; stretched, misaligned, lifted and distorted, distal end struts were slightly stretched and had moved distally on the balloon towards the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the manifold/ hub was not returned on the device. There was a hypotube break at 1435mm from the end of the distal tip. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking while crossing the very tight lesion. A visual and tactile examination found no issue. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-aug-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 12x3.00mm, eccentric, de novo target lesion, containing a lesion bend between >45 and <90 degrees, was located in the moderately tortuous and moderately coronary artery. After a guidewire crossed the lesion, and a 2.00x10mm balloon catheter was advanced for dilatation. A 2.75x16mm promus element(tm) plus drug eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break, stent damage, and stent moved on balloon.